Manufacturer narrative:
Additional manufacturer narrative: the explanted device is anticipated to be returned to edwards for evaluation. A supplemental report will be submitted upon completion .

Manufacturer narrative:
Evaluation summary minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect, at the outflow, and into the orifice. Moderate to heavy host tissue was observed at the stent inflow and outflow, fusing two leaflets at the commissure on the outflow. Minimal to heavy calcification was confirmed via x-ray and was observed in the cusp areas of all three leaflets. The free margins of two leaflets 2 exhibited minimal to moderate calcification. A tear of the leaflet was observed at the commissure and calcification was noted to be in this region. Incidental findings include thrombus on the outflow of one leaflet and distortion of the commissural wireform. Commissural damages are likely due to explant. Method: x-ray additional manufacturer narrative the explanted device was returned to edwards for analysis and the customer report of stenosis could be confirmed. Based on analysis, host tissue and calcification restricted mobility in the leaflets and led to stenosis. Many factors contribute to the onset of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. However, abnormal or severe pannus growth can eventually affect the function of the valve. The mechanisms of host tissue growth in bioprosthetic heart valves is still not fully understood. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this mitral bioprosthetic valve was explanted after an implant duration of six (6) years, one (1) month due to stenosis, pannus, and calcification. This was replaced with a 27 mm pericardial bioprosthesis. The patient was transferred to the ICU in satisfactory condition.